Event description:
The customer reported the image from the subject device was blurred. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing of the returned device, service confirmed the customer¿s reported image issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the probable causes: damage to the ccd unit. Sliding error of movable l-range that occurred in the zoom scope. Image occurred within the allowable range. Damage or deformation of the connector. The event can be detected/prevented by following the instructions for use: operation manual, inspection of the endoscopic system, operation manual, important information ¿ please read before use, warnings and cautions. During the device evaluation, service found the distal end cover insulation was out of specification. The light guide lenses were cracked. The objective lens was cracked. The distal end cover had defective thread. The rubber adhesive was separated. The connecting tube protector was damaged. Switch #1 had perforations. The universal cord had buckling. The scope connector plug housing was damaged. The scope connector mouthpiece/port was loose. The up/down control knob had play due to wear of the angle wires. The right/left control knob had play due to wear of the angle wires. The up/down and right left angles were out of specification due to wear of the angle wires. The distal end of the biopsy/instrument channel was out of specification. The orang conical chart was peeling off. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.